Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2025 that the patient was alleging that their device had extruded. Patient reported they had been in contact with their surgeon about continuing pain since their last battery change procedure. Dr. (B)(6) explanted the battery on (B)(6) 2025, leaving the transducers implanted with a plan to replace the processor after 3 months of soft-tissue healing. Patient/clinical history with emc: (B)(6) 2012: implant. (B)(6) 2014: fitting apt. (B)(6) 2016: battery change. (B)(6) 2019: fitting apt. (B)(6) 2020: battery change. (B)(6) 2025: battery change. (B)(6) 2025: explant - sp only.

Manufacturer narrative:
Patient alleged device extrusion after a battery change. According to the treating surgeon, the patient has several underlying health conditions that could affect wound healing, including age, 4 prior battery change, and possible use of high dose vitamins. Dr.(B)(6) explanted the sp to allow for 3 months of soft tissue wound healing and intends to reimplant a new battery if healing goes well.